Event description:
It was reported that bd microlance¿ hypodermic needle was clogged. The following information was provided by the initial reporter: no issue during the sampling (through a bottle of myoview®) but impossible to inject then because needle clogged. No consequences because used to make a quality control by chromatography. The device has been preserved and decontaminated.

Manufacturer narrative:
Investigation summary: DHR: d has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with 1 affected unpacked sample. Visual examination under microscope reveal a small solid white beads inside cannula. It was not possible to characterize ftir because not enough material was found to characterize it. Conclusion(s): the clog was due to presence of solid glass beads inside cannula which is used during cannula process to polish bevels. Fraga plant is provided with closed cartridges of cannulas by sister bd plants. These cartridges are directly introduced in the assembly machine, and assembled into the hub with the ground end in the hub. Afterwards, an in-line camera system that inspects 100% the point of the needles. This camera system senses a light source which is positioned at the opposite end of the needle. If the camera does not sense the light source, an occlusion condition may be present and as a result, the needle is automatically rejected. In addition, the needles are inspected for the occluded cannula condition as part of the in-process inspection after the assembling process. In the reported batch, several clog issues were rejected by camera during needles assembling phase, but taking into account the clog is made by glass, it could be possible that light could be pass through it. After sterilization phase, the remaining glass beads could be producing the identified clog. In accordance, considering the preventive measures and our stringent sampling inspection, we are certain that the probability of occurrence of this non-conformance in our process is very low and always in exceptional cases. Root cause: not enough cleaning after polish step in cannula manufacturing process.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ hypodermic needle was clogged. The following information was provided by the initial reporter: no issue during the sampling (through a bottle of myoview®) but impossible to inject then because needle clogged. No consequences because used to make a quality control by chromatography. The device has been preserved and decontaminated.